Event description:
It was initially reported that the zimmer electric dermatome unit would not start. Additional clinical follow up with the hospital indicated that the dermatome stopped during the surgical procedure, with the blade and width plate attached. An alternate unit on-site required cleaning and sterilization prior to use for completion of the planned procedure. The hospital staff reported the re-sterilization process resulted in an increase of surgical time for the pt under general anesthesia of three quarters to one hour. There was no additional donor graft harvest or additional surgical intervention reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 2 years old and has been in 2 times for repairs. The last repair was on 04/20/2011, for a similar issue. At that time, the motor was replaced. The inspection found that the device operated normally. Unable to determine a cause of the reported complaint. This device operated normally, with regard to the device starting and operating. The motor speed was measured to be within specification. This device passed all performance testing. No reason could be found to have caused the reported complaint. The device was serviced and returned to the customer.